Manufacturer narrative:
(B)(4). Results: cartridge damaged. The analysis found that one device was returned in good visual condition and with a cartridge reload on the device. It was noted that the cartridge deck and gripping surfaces were damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, the reload was placed in the jaw of the device, however, it was noticed that the wings of the reload were loose. When the device was fired, the wings broke off. All pieces were retrieved from patient and the staple line was perfect. There was no delay to the procedure. There was no adverse consequence to the patient.